Manufacturer narrative:
The returned s-ICD was found to have no telemetry and no response to a magnet. The device case was removed to facilitate inspection of the internal components. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population. This report is being filed to correct the manufacturer information in sections d3 and g1.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine device interrogation, the field representative was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) following a software update. The inability to interrogate was determined to be due to depletion of the s-ICD's battery. A revision procedure was performed and this device was explanted. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.